Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported door opens on its own, which was reproduced during evaluation. The cause was determined to be a link was out of specification. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door opened on its own. The event occurred during programming/set up in the emergency room. There was no patient involvement. No additional information is available.